Event description:
It was reported that the patient received multiple shocks and inappropriate anti-tachycardia pacing (atp). During an in-clinic follow-up, post-sensed t-wave oversensing (pstwos) and far-field p-wave oversensing (ffpwos) were observed on the right ventricular (rv) lead. Therapies were then disabled to avoid additional inappropriate shocks. Diagnostic imaging was performed but no anomalies were observed. A revision procedure was performed. During the revision procedure, there was a failure to retract the helix of the rv lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of oversensing pstwos and far p oversensing were not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix fully extended and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil at the connector region.